Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8atm and was simply removed from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient condition was good post procedure.